Event description:
Small burn noted to patient's upper lip while performing a tonsillectomy. The coupler area came apart causing the burn. We are not using the product until manufacturer gets back to us.